Manufacturer narrative:
Radiometer received information on 2020-03-03, that the po2 and pco2 measurements observed were lower than expected. The codes in h6 under device code has been updated. Radiometer have asked for more information from the customer for the further investigation.

Manufacturer narrative:
It has not been possible to obtain any comparison measurements to investigate the case further. Based on the available information it is not possible to determine a possible root cause and confirm a malfunction.

Manufacturer narrative:
It has not been possible yet to receive information on whether the customer was expecting to obtain measurement results for the patients for po2 and pco2 representing values in the normal range. Datalogs have been collected and investigation is on-going. Radiometer has asked for more data from the customer to investigate further.

Event description:
An abl90 flex analyzer reported measurement results for po2 and pco2 that didn't fit to the patients' state of health and to the lung function testing results. The following results were obtained: (B)(6) 2020, 10:34 sample ID (B)(6): po2, 60.6 mmhg, pco2 37.3 mmhg. (B)(6) 2020, 10:40 sample ID (B)(6): po2, 54.8 mmhg (marked as below reference range), pco2 44.7 mmhg (marked as above reference range). (B)(6) 2020, 10:58 sample ID (B)(6): po2, 55.2 mmhg, pco2 46.4 mmhg (marked as above reference range). No comparison results are available. Measurements performed on (B)(6) 2020 matched to the state of health and to the lung function testing results for the patients. The sensor cassette and solution pack on the analyzer were not changed in the time between the (B)(6) 2020. Customer reported that the lastest inter laboratory testing failed for po2 and pco2. According to the complaint, the implausible measurement results occur after every sensor cassette or solution pack replacement. One day after the replacement the results will be correct again. It has not been possible to get information on whether the customer was expecting to obtain measurement results for the patients for po2 and pco2 representing values in the normal range.